Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with operating currents within specification. Unit passed functional testing including the self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.08715 inches. No unexpected insulin flow block alarms were noted. Unit was received with cracked case on the back at the battery tube area and battery tube threads. Unit was received with faded serial number label. Unit was received with minor scratched display window, case and keypad overlay. Slightly corroded battery tube noted per visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with an error message. The customer¿s blood glucose level was 79 mg/dl at the time of the incident. The customer wound up getting hospitalized due to low blood glucose. The doctor claimed the pump was broken and should be replace, but did not provide further details. Troubleshooting was not completed. The insulin pump will be returned for analysis. Additionally, the customer had a blood glucose level of 25 mg/dl and was given sweets to treat. The customer's spouse called paramedics who injected glucose into the customer. The pump failed the high pressure test and had physical damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected insulin flow block alarms were noted. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with faded serial number label. Unit received with minor scratched display window, case and keypad overlay. Slightly corroded battery tube noted per visual inspection.